Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had cut through his driveline while performing dressing change at home. The patient was taken to the hospital and the decision was made to exchange the pump.

Manufacturer narrative:
The attached user facility report #(B)(4) was received from the (B)(4) registry. The patient is doing well and remains ongoing on lvad support with no further issues reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.